Event description:
The rim of the ceramic liner fractured during insertion. Liner was removed and a new ceramic liner was inserted. Surgical delay of 10 minutes occurred. No adverse affects on the patient. Doe: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 121887654, lot code: 9706703, and no non-conformances / manufacturing irregularities were identified.